Manufacturer narrative:
(B)(4). Date sent: 4/21/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a robot-assisted esophagectomy, device had been inserted into intercostal space, but the device was broken when the port was removed. There was no effect on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 5/6/2025. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12srt device was returned and it was observed to be broken. The broken part was returned inside a plastic bag. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Date sent: 5/19/2025. Additional information was requested, and the following was obtained: ¿there is a risk of the product remaining in the body because a missing part was found.¿. Was the missing part left in the body of the patient? There was no effect on the patient.

Manufacturer narrative:
(B)(4). Date sent: 5/22/2025. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show a broken sleeve in the area of the tube.

Manufacturer narrative:
(B)(4). Date sent 4/29/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Manufacturer narrative:
(B)(4). Date sent: 5/1/2025 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the sleeve from the b12srt device was returned and it was observed to be broken. No conclusion could be reached regarding what may have caused the reported incident. The manufacturing records couldn't be reviewed as the batch number is unknown.